Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The pt was implanted in 2001. It was reported that testing in situ shows that the device has malfunctioned.